Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that users across multiple sites experienced login failures due to a database server performance issue. The structured query language (sql) database encountered prolonged I/o delays, which prevented the system from validating user credentials and resulted in unable to authenticate errors, even when stations entered disconnect/critical override mode. Although the server was not fully down, the degraded database performance caused authentication timeouts. A technical support specialist (tss) performed a hard reboot of the database server, after which logins to the patient encounter system (pes) website and stations were successfully authenticated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to authenticate during login. The station was rebooted; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.